Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the fan failure. In order to correct the issue, the stm replaced the front fan and the iabp did not give any other abnormal errors. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) detected a fan failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.